Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad was worn and partially peeled. Both the probe tip and the grasping section had contact marks with each other. When we closed the grasping section and activated seal mode, short circuit error was reproduced. The manufacturing record was reviewed with no irregularities. These types of error and tissue pad damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that short circuit error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the subject device already states. Warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used for an uncertain procedure. It was reported that seal and cut short circuit errors occurred in tree times of over activations after around 40 minutes of use. It was reported the subject device was removed from the patient body, cleaned, and checked with no irregularities. It was not reported that whether the device was replaced and whether the intended procedure was completed. There were no patient injury reported. Olympus medical systems corp. (Omsc) received device. And as a result of omsc's investigation on may16, 2016, it was found that the tissue pad had worn and partially peeled. This is the report regarding the tissue pad damage. Please cross-reference the following report about the coating damage: 8010047-2016-00674.